Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 hotline disposables. Sample received p/n l-70; l/n: 3942949 . When testing with syringe to replicate the event the sample did not leak. The production was reviewed, which revealed functioning 100% prior to release of product with all functional testing. No fault could be found as event was not duplicated.

Event description:
Investigation completed and summary in h 10.

Event description:
Information was received indicating that a smiths medical device had a leak in tubing while setting up the tubing. There were no reported adverse events.